Event description:
This solicited summary literature device case from japan was received on 01/14/2015 via a literature article: yamagami h. Clinical study of a cross-linked sodium hyaluronate injection (synvisc) in patients with gonarthrosis. Chronic pain. 2014 dec; 33(1): 145-148. Study title: unsponsored study involving synvisc. This case concerns 11 patients in age range 52 to 92 years (gender unk) who had infusion pain while receiving treatment with synvisc. The patients' past drugs, medical history and concurrent conditions were not reported. The concomitant medications included 1% mepivacaine. On unknown dates between may, 2011 and may, 2013, the patients received treatment with synvisc injection once a week for 3 weeks (dose, route, batch lot/number and expiry date: not reported) for gonarthrosis. It was reported that 1% mepivacaine at a dose of 2 ml was injected and subsequently synvisc was injected. On unknown dates, pain at the time of injection was noted 18 times in 11 patients. It was reported that for those patients complaining of pain at the time of synvisc injection, water-soluble dexamethasone at a dose of 1 mg was additionally injected as intervention. Consequently, no acute local reactions occurred. It was further reported that antibiotics were also administered in the patients who received dexamethasone for prophylaxis against infections. Action taken: unk. Corrective treatment: dexamethasone. Outcome: unk. Reporter causality assessment: pain at the time of injection (associated). Company causality assessment: associated. Seriousness criterion: required intervention.